Event description:
Instrument failure - the knob on the stem inserter also broke off into the stem once it was impacted. Broken fragmented pieces left in the patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Manufacturer narrative:
See d10, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2022-00272; 804-06-056, s303 - broke/cracked/damaged. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.